Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. The patient was evaluated in the emergency room on (B)(6) 2020 for an atrial fibrillation. Labs were taken and the arrhythmia was noted on EKG. The patient was started on metoprolol and apixaban and clopidogrel was stopped. The patient spontaneously converted back to normal sinus rhythm.